Event description:
The hcp reported that the pt experienced generalized burning of her lips, arms, abdomen, legs and feet. She also experienced increased low back pain and generalized weakness, especially in her knees. Finally the pt had a decreased appetite. The hcp aspirated the medication from the pump reservoir and refilled it with preservative free normal saline and decreased the flow rate to minimum rate. The medication was sent for compound analysis which showed that the medication properties were normal. A csf sample was sent for analysis as well and was within normal limits. A lumbar MRI was performed which revealed no significant changes from baseline. A urine toxicology test was performed which was within normal limits for this pt. The pt was hospitalized and given supplemental pain medication via a pca pump. The it pump appeared to be functioning normally, and no volume discrepancies were noted. The pt's generalized burning gradually resolved and the weakness improved. The pt was referred to an orthopedist for the initial lumbar pain, but no specific source for the event was ever identified. The pt has recovered without sequela. The medication in the pt's pump was morphine and bupivicaine.